Manufacturer narrative:
The event of an ipg replacement was reported to abbott. A review of salesforce showed that a surgical procedure took place on (B)(6) 2022 with replacement of the ipg and 2 leads. It was reported both leads had high impedance. There were no reports of trauma. The reason for explant of the ipg was not provided. There were no complications during the procedure. The results of the investigation are inconclusive since the device was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-19018, 3006705815-2022-19019. It was reported the patient had his scs ipg because ipg was inoperable and leads replaced due to ineffective stimulation because of high impedance. Surgical intervention was undertaken and both the ipg and leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.